Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally, there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The device labeling warns that disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected always. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site by the coordinator that the volume of alarms on the controller were very low. It was further stated that the patient and the coordinator had a hard time hearing them.  Controller changed out. Patient tolerated controller change without issue. It was further stated that the patient was annoyed. No additional information available.

Manufacturer narrative:
The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The values obtained of the low and high priority alarms were within of the specification limit. Failure analysis of the returned device revealed that the device passed visual examination and functional testing. However, the gore-tex membrane placed on the controller rear case was covered at some point before the device was returned with an unknown label. The gore-tex membrane, enables equalization of pressure and ensures proper loudness of all alarms; obstruction with label could have previously prevented the speaker from moving sufficiently to produce the required loudness. The controller was able to run for extended period of time, loudness and pitch were no different from known working controllers. As a result, the reported event could not be duplicated at the bench level. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report